Event description:
After nausea and vomiting for approximately 36 hours, I took my wife to the emergency room of our local hospital. It was discovered that the "repair of the left lower quadrant incisional hernia of 2004 and the subsequent repair in 2007 with gore-tex patches used in both instances" had for the third time recurred. The same surgeon has again used the gore-tex patch for repair of this incisional hernia which was placed in 2008. I question why, since I am now aware that gore-tex has caused a multitude of serious problems with many other patients why has not the FDA recalled this gore-tex. I understand that the same company made the kugel patch which was recalled. Does a great many people have to suffer and or die before there is a recall? Gore-tex was used for hernia in 2004 and required replacement and was replaced once again with the gore-tex patch in 2007. This 2007 gore-tex patch failed in 2008, and again was replaced with another gore-tex patch by the very same surgeon who repair the other two failed operations.